Event description:
It was reported that during a da vinci-assisted lysis of adhesions surgical procedure, the universal surgical manipulator (usm1) would not move and the led indication is missing. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted that the usm1 was draped with no instrument installed. The customer needed the usm1 to move out of the way to continue the procedure but none of the clutch functions worked. The tse had the customer manually move the usm1 out of the way to proceed. The tse also found error 32097 on the usm4 and error 31226 on usm1. These are being reported between the axes controller spar (acs) and acc (axes controller, carriage) boards. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found system wheel error on the usm1, therefore replaced the usm1 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it passed tests. The usm was tested on a preventive field technical procedure (pftp) where low fiber values were detected on the rolling loop causing 31226 errors. The complaint was confirmed based on failure analysis.